Manufacturer narrative:
(B)(4)

Event description:
It was reported that, during patient use, the ventilator's display went blank. The respiratory therapist reported that the display was blue; the ventilator continued to ventilate the patient. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.